Manufacturer narrative:
Date of explant: unk. Device evaluated by manufacturer: no, lens implanted. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5 13.2 implantable collamer lens, -10.00 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens had an excessive vault and will be explanted. The lens remains implanted. The reporter indicated the surgeon, in error, implanted the wrong size lens instead of a 12.6mm icl lens.

Manufacturer narrative:
Additional data: surgeon implanted a lens of another patient with same power but a 13.2mm length instead of the required 12.6mm length. Patient is happy and no explant or exchange is planned. Claim# (B)(4).